Event description:
The patient reported they just got home from the hospital after getting both a pain stimulator for chronic pain in her lower back and an interstim for bladder and bowel. The patient noted this was her 4th surgery, the other 3 surgeries were for bladder and bowel. (See manufacturer's report # 3004209178-2013-01386 and manufacturer's report # 3004209178-2015-07192). The patient did not feel the implantable neurostimulators (ins's) working at all. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v686969, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).